Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced multiple infections and skin overgrowth issues at the implant site. Subsequently, the patient was treated with oral and topical antibiotics, and hydrogen peroxide was applied at the implant site.